Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that three years, three months and twenty-nine days post port placement, the patient allegedly developed sepsis and candida dublineinsis fungemia. The device was removed from the patient. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. However, medical record was provided for review. The medical record review states that an x ray chest was performed due to sepsis. There was an implanted right chest port, catheter via internal jugular access and tip in superior vena cava. Calcified granuloma right upper lobe with calcified paratracheal and right hilar nodes indicative of remote granulomatous disease was seen. Strands of plate like atelectasis have developed in the lower lungs. Normal cardiac size and pulmonary vascularity. Five days later, blood cultures drawn from the central line were positive for yeast. A week later, chest x ray shows left central line tip in the low superior vena cava and enteric tube entering the stomach were seen. Two days later, port removal was performed due to infected port. An incision was made over the port and using blunt dissection, the port-a-cath was removed. The subcutaneous tissues were closed. Therefore, it can be confirmed that the patient experienced sepsis and infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that three years, three months and twenty-nine days post port placement, the patient allegedly developed sepsis and candida dublineinsis fungemia. The device was removed from the patient. However, the current status of the patient is unknown.